Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) over 500mg/dl with trace ketones. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. The pump was found to be delivering as programmed, however the reporter requested the pump be replaced. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an unspecified inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2016 with the following findings: a review of the black box indicated that the last basal delivery occurred on (B)(6) 2016 and the last bolus delivery was a 4.25 unit bolus at 20:01 on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.